Event description:
The customer reported that she was hospitalized for high blood glucose levels. After the event, the customer's insulin pump was either misplaced, lost or stolen. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.